Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were acquired. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that false positives in drawer b".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. Bd field service engineer (fse) was dispatched and replaced couplers 441320 and ecm kit443785 to resolve the issue. The complaint is confirmed. Root cause is related to "faulty couplers". A CAPA (corrective and preventative action) exists to address this failure mode. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were acquired. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that false positives in drawer b."